Event description:
As reported through the (B)(4) clinical study, during a transaortic valve replacement (tavr) procedure the patient expired, the cause of death was bi-ventricular failure and left and right coronary embolus. Per the report received, post bav, the patient's systolic blood pressure was 50-60mmhg and right heart pressures were abnormal. Hemodynamics was managed by anesthesia. A 26mm sapien valve was prepped in normal fashion and advanced to the annulus. Several attempts were made to cross the aortic valve with the 26mm sapien unsuccessfully. The patient's condition continued to deteriorate and cardiopulmonary resuscitation (CPR) was initiated. A 10x40x80 p3 balloon was inserted to the aortic valve but would not cross and was removed. Next, a 8mmx4cm balloon was inserted and inflated across the aortic valve and removed. The aortic valve was then crossed with the 26mm sapien, deployed in a 50:50 position with trivial paravalvular leak and central leak; confirmed on tee and angiogram. The patient remained unstable, therefore, intra-aortic balloon pump (iabp) and 40cc balloon was inserted and counter pulsation was started. The patient developed ventricular tachycardia and ventricular fibrillation which was not cardioverted. The defibrillating pads were repositioned from each side of the chest wall to an anterio-apical position and with a different defibrillator the arrhythmia was converted to sinus but only for short periods of time; the patient returned to ventricular fibrillation. CPR was continued and iabp remained on. An angiogram of the rca and lca showed distal embolus in both vessels. A guidewire was placed distally in the rca, followed by deployment of a 3.0x18mm stent in the distal rca and a 3.0x28mm stent in the proximal rca. Post stent placement an angiogram showed no improvement in flow and CPR was stopped. The patient expired, the cause of death was bi-ventricular failure and left and right coronary embolus.

Manufacturer narrative:
Cine and transesophageal echocardiogram (tee) images for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards' medical staff. Observations: severe aortic calcification, severe aortic root calcification, no porcelain aorta, no mac impressions: cine valve positioning and deployment images were not available for review. Coronary angiography demonstrates a stenosis in the rca beyond the crus however; it does not appear to be occlusive. Apart from intracoronary air there did not appear to be emboli in the left cx. Tee confirmed a severely calcified aortic valve. Significantly the diameter of the sov was 3.5cm ruling out sinus obliteration. Clinical evidence of coronary obstruction may be attributed to valvular debris liberated during numerous attempts to cross the native aortic valve. The presence of intracardiac air is also noted. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transaortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction/transvalvular flow disturbance and heart failure. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT, or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length. During predilation (bav) of the native valve, the operator should assess for possible obstruction of left main or any coronary ostia from bulky leaflet calcification. There are multiple potential contributing factors for coronary artery obstruction during the tavr procedure. These are typically related to patient factors, procedural factors, user error, and/or abnormal use, including; minimal distance between the annulus and the coronary ostia, deployment of the valve too aortic, bulky calcification, long native leaflets, obliterated coronary sinus, significant valve oversizing, and thrombus. In this case, patient and procedural factors likely caused the coronary embolus, instability, and resulting expiration of this patient. Per the report received, the patient started to decompensate after bav (with a non-edwards balloon). Additionally, difficulty was encountered crossing the native valve with the delivery system/valve requiring troubleshooting and additional maneuvers in order to cross the valve. It is possible that the coronary obstruction may be attributed to valvular debris that was liberated during numerous attempts to cross the severely calcified native aortic valve. No further actions are possible.

Manufacturer narrative:
Investigation of this event is ongoing.